Event description:
It was reported that during the implant procedure, it was not possible to insert the lead into a curved stylet after the lead was repositioned four times. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as the result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary #(B)(4) the full lead was returned and analyzed. No anomalies were found. The distal end/electrodes were covered with blood. The cable/coil conductor had blood (not obstructed). (B)(4).